Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2017. Blood glucose was 29 mg/dl at the time of the incident. The customer was at 96 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer experienced symptoms such as 8 seizures. The customer stated that they over infused themselves with insulin that night. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.